Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the mildly calcified left common femoral artery was attempted using a starclose se device with a 6f sheath after an interventional contralateral superficial femoral artery percutaneous transluminal angioplasty and stenting procedure. Reportedly, the click was heard after vessel locator wing deployment. When attempting to place the vessel locator wings against the vessel wall, the device came out of the patient anatomy. The vessel locator wings were closed when the device came out of the anatomy. There was no tissue damage. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. Femoral angiogram results noted heavy calcification was present at the access site it should be noted that the starclose se vascular closure system, instructions for use (IFU), states: do not deploy the clip in areas of calcified plaque. It is unknown if the patient calcification contributed to the event. In the absence of device returned for analysis, a conclusive cause for the reported event could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue.